Manufacturer narrative:
Investigation of this case was limited to the information reported by the user¿s spouse. No device data were available for review, and the device was not returned for evaluation. There was no information indicating a confirmed device malfunction. It was concluded that the cause of the reported hypoglycemic event remains unclear due to limited information and absence of device data. No device malfunction was confirmed. If the device is returned or additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 the user reported that on (B)(6) 2026 they experienced hypoglycemia with a blood glucose of 39 mg/dl. The user was treated for the low blood glucose with oral glucose with assistance from a caregiver. The user was treated by ems at home and did not require hospitalization.